Event description:
It was reported that this patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to fluid loss from cylinder leakage. A new ipp was implanted. Further information was requested and has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.